Event description:
Customer's mother called reporting that the customer had unexplained high blood glucose and dka. Customer was not hospitalized. Customer's mother is concerned about occlusion due to the insulin pump did not alarm no delivery. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.